Manufacturer narrative:
Correction: h6 - previously reported code should be failure to interrogate: no radiofrequency (rf) telemetry instead of failure to interrogate: no ble telemetry.

Event description:
During device preparation procedure, the pacemaker was failed to interrogate with the wireless remote telemetry. The pacemaker was not used and no patient involved.